Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 26 mg/dl at the time of the incident. The customer was at 170 mg/dl at the time of admission, and 378 mg/dl at the time of the call. The customer was given soda to treat. The customer experienced symptoms such as losing feeling on their right side. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was having issues with sensor longevity and felt the sensors contributed to the low. The insulin pump will be returned for analysis. Pump passed functional testing.